Event description:
It was reported that the patient received inappropriate therapy initially for an unknown cause. After yet another therapy delivery, the patient went to the hospital. With pocket manipulation and left arm movement, oversensed noise was seen on a real-time egm. It is believed that the noise was coming from the sense/pace portion of the rv lead.

Manufacturer narrative:
Na